Event description:
Device 3 of 3. (See manufacturer's report numbers 1627487-2010-00113 and 1627487-2010-00181 for devices 1 and 2 respectively). It was reported that a patient with an scs system developed an infection on (B) (6) 2010 at the midline incision. The doctor prescribed oral antibiotics for the patient. On (B) (6) 2010, the patient's percutaneous leads and anchors were explanted. The ipg, however, was left implanted as patient will be reimplanted once the infection clears up. Patient was put on oral antibiotics after the explant.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.